Event description:
The user facility reported that the physician attempted to close the arterial 8 french access site with the angio-seal vip 8 french vascular closure device (vcd). The sheath was exchanged for the angio-seal sheath and arteriotomy locator over the wire. As the device was inserted the physician heard a cracking sound and noticed the device did not look right. At this point it was discovered that the angio-seal sheath had broken and was fractured. Additional information was received on 03oct2024: the 8 french angio-seal after they had one that broke during a procedure. The account stored angio-seals in a central supply core area. The devices were sitting on a wire rack within the core area. It was uncertain if the lights in the central supply core area stay on or if they get turned off. Additional information was received on 09oct2024: hemostasis was achieved by manual pressure. The blood loss was not greater than 250cc's, it was less than 250cc's. The patient was completely stable and discharged.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and header bag. The sheath was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).